Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the orthodontist is urging the patient to stop the use of the aligners because the aligners are causing bottom teeth bones in a disruptive manner where one of the teeth will be left back. The patient's mouth is bleeding nonstop when using the aligners. It has caused serious infections and hypersensitivity. Patient states the aligners need to be returned as they won't work with for this patient's teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.